Event description:
High pressure alarm on pump was not working so pt did not know that they were pinching tubing off and pump shut down. Pt did not notice for 7 hours.

Event description:
Add'l info rec'd from MFR 9/10/04: the reporting facility had contacted MFR as the device manufacturer on 06/2004 to report the alleged event and to request return and evaluation of the device. The device was returned for evaluation 6 days later. Evaluation of the pump found the device to meet or exceed all current manufacturers' specifications for performance and safety. A review of the device event history log indicated that there had been no occurrences of any high pressure alarms. The device was returned to the facility.